Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the sales rep confirmed that the patient had a post-operative leak and reoperation. She believes two devices were used in the initial case, but she is unsure why. She will follow up with account for additional information. She also believes the devices were saved from the initial procedure and are being held by the account but may not be released. The following information was requested, but unavailable: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Why were two contour devices used? Can you please clarify what issues occurred with each of the contour devices? Was one or multiple firings used to complete the single distal rectal transection? How was the end-to-end anastomosis completed in the initial procedure? What was done to address the leak in the initial procedure? How was the post-operative leak identified? Where was the post-operative leak identified? How was the post-operative leak repaired? Were there any staple formation issues identified at any point in patient care? Why does the surgeon believe the post-operative leak was related to the contour devices? What is the current status of the patient? Response: I have no further information. I am sorry.

Event description:
It was reported that during an unknown procedure, leak when doing open colon with contour; when doing leak test the anastomosis bubbled. It is unknown how the case was completed. Patient consequence description: yes, re op in the operating room.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: event occurred on (B)(6) 2018. Only one device was involved, not two. A leak was identified intra-operatively. It was unknown how the procedure was completed, but there was no patient harm. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.